Event description:
An error in the vascular velocity measurements was reported. These errors are included in software version 3.0; which is currently in commercial distribution.

Manufacturer narrative:
Error occurs when using software under certain measurement conditions. The risk of serious adverse event occurring due to the malfunction is considered negligible. Actions taken include customer notification of problem and installation of software upgrade to affected systems.